Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a fenestrated bipolar forceps instrument sparked during cautery and caused damage to joint of instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was observed; however, it is unknown where the arcing originated from. The arc grounded at the same instrument. When the arcing event occurred, cauterizing was being performed. Bipolar energy was being activated. The instrument was connected properly to the erbe generator. The generator settings were set to 4 for both coag and cut. The instrument was connected for about 20 minutes before the arcing event occurred. The monopolar scissors were also in use when the arcing event occurred. When the arcing event occurred, it is unknown if the instrument tips were in contact with the tissue. The instrument tips did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. It is unknown if the patient has returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.